Event description:
The account generated an elevated architect ca19-9xr of 51.5 u/ml on a patient that repeated architect ca19-9xr of 3.99 u/ml , which matched previous values of 4 u/ml. The specimen was tested again with another device with ca19-9 of 5.0 and 5.4 u/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. An evaluation is in progress.

Manufacturer narrative:
A review of ticket trending did not identify atypical complaint activity related to discrepant patient results. The lot search did identify atypical complaint activity related to the issue under review. Accuracy testing was completed using retained kits of reagent lot 29274m500. Acceptance criteria were met, which indicates acceptable product performance. A labeling review was performed. Adequate information was shown to be provided in the the architect ca19-9xr package insert to guide the customer if inconsistent results are generated. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification.